Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the complete lead was returned with a j stylet and two fixation tools. Visual inspection noted the helix was partially extended, and dried blood was noted on the helix and within the helix housing. Electrical testing was performed and revealed the lead was not electrically continuous. An x-ray showed the inner coil had wound back upon itself in the appearance of a bird¿s nest, and was fractured near the terminal pin. Analysis of the fracture site determined the fracture occurred during extension of the helix. Destructive analysis found the inner insulation was torn at the fracture site.

Event description:
Boston scientific received information that during the implant procedure, the helix mechanism of this right ventricular (rv) lead was exercised prior to being introduced into the patient's body. The helix extended and retracted with 7-8 turns, as expected. After the lead was introduced, the helix would not extend after 20 turns, and the physician rotated the lead clockwise to extend the helix. However, the position was not good and the physician decided to reposition the lead. After more than 20 turns, the helix would not retract. While attempting to manipulate the lead to retract the helix, the lead dislodged. The lead was then removed from the patient's body, and still the helix could not be retracted. A new lead of the same model was implanted successfully. No adverse patient effects were reported.